Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion due to very high left ventricular (lv) lead thresholds. The device and lv lead were explanted and replaced. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm, implantable cardioverter defibrillator (ICD), (B)(6)  2012. A 5076, implantable pacing lead, (B)(6) 2009. A 6947m, implantable tachy lead, (B)(6) 2012. (B)(4).